Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 7-10x30, other: heparin, embolic protection: spiderfx 5 mm. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is s a known observed and potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during an interventional stenting procedure in the left internal carotid artery with two rx acculink stents, the patient experienced expressive aphasia. The patient was provided speech therapy. The patient's condition improved during the hospitalization but did not resolve. The patient was discharged to a rehabilitation facility six days after the procedure. There was no additional information provided.